Event description:
A high readings issue was reported with the Abbott Diabetes Care (ADC) device. The customer received an unspecified high reading obtained on the ADC device compared to an unspecified reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. The customer was admitted to the hospital. Upon arrival, the healthcare professional (HCP) obtained an unspecified blood glucose result from an HCP meter. The physician administered a glucose drip for the diagnosis of hypoglycemia. Reportedly, an ADC Device scan of 12.00 mmol/L was compared to a reading of 4.40 mmol/L obtained on a competitor brand meter. When plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown when these readings were obtained in relation to the reported medical event.Reportedly, an ADC Device scan of 19.00 mmol/L was compared to a reading of 8.00 mmol/L obtained on a competitor brand meter. When plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.